Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
Customer reported that on (B)(6) 2011 while at home he performed a blood test using his adc blood glucose meter and received a reading of 135 mg/dl at 7:44 am. He further reported that approximately 30 minutes later he experienced a loss of consciousness and his wife called the paramedics. Upon their arrival a reading of 39 mg/dl (35 mg/dl) was received at 8:15 am. An intravenous infusion of unknown type was initiated and customer was transported to a local healthcare facility. Customer was diagnosed with hypoglycemia, but no additional treatment was rendered, other than having blood drawn for a cbc. Customer self-treated by taking two glucose tablets and drinking apple juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.